Event description:
Two staff members have been accidentally punctured by the device. They were required to receive tetanus shots. A request was made for the return of the suspect device and replacement product was sent.